Event description:
It was reported that a pt underwent a radical prostatectomy procedure on (B)(6) 2009. During the procedure, when the surgeon was performing urethral anastomosis, the needle broke. There was no retained needle and no adverse pt consequences.

Event description:
It was reported that during an unknown procedure, the clip applier could not be reopened. At the beginning of use the device was locked on the tissue and it was very difficult to reopen it. The surgeon succeeded in reopening the device but it is not known how. Another device was then used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4). Sticking jaw/cam the analysis results found that the device was received in good visual condition. The device was cycled, fed and properly formed the clips. However, the device was noted to have sticking issues. Additionally, the device locked out as intended but the orange indicator was beyond its intended position. A batch record review was performed and no anomalies were found during the manufacturing process.